Event description:
Precipitation was noted in tubing after 24 hours of therapy of dialysate. The temperature plate was at 37 degrees. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. This investigation included analysis of product samples through a variety of laboratory techniques and simulated use testing. Through this investigation it has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. (B)(4). Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions.